Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. While attempting to reload the cartridge, it was found that the cartridge was leaking from the o-ring. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 120 mg/dl.